Event description:
Healthcare professional reports end user was injured on her finger from piece of glass when running the directcheck quality control. End user was not using the protective sleeve at the time of the incident. No report of serious injury or administration of medical treatment. This event occurred outside of the united states during the course of a pharmaceutical clinical study.

Manufacturer narrative:
This MDR submitted (B)(4) 2012. Customer did not know the lot # of the directcheck quality control involved. Method code: actual device not evaluated. A CAPA was completed for directcheck starting with lots manufactured in june 2011. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. No product returned. Result code: no result available since no evaluation performed. Conclusion code: human factors issue. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.